Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure erbe error c-34, and it was confirmed and reproduced, on startup unit displayed c-34.

Event description:
It was reported that during a da vinci-assisted other colorectal surgical procedure, an error c-34 occurred on the generator. The customer power cycled but the issue persisted. The customer used a backup integrated electrosurgical unit (iesu) to continue the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the backup esu. There was no injury to the patient.